Event description:
It was later reported the pump was explanted. The patient was fine and had a new pump implanted. The new pump was confirmed to be working properly and was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly. Eos due to time progression.

Event description:
It was reported that the pump reached eos on the weekend of (B)(6) 2013. The patient had symptoms of withdrawal and was given oral baclofen. The pump was infusing baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.